Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to phrenic nerve stimulation. The atrial lead was observed to be dislodged due to twiddler's syndrome. The lead was explanted and replaced to resolve the event and the patient was in stable condition.